Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No blank display or unexpected off no power alarm was noted. All of the buttons functioned properly and no damage was noted to the keypad assembly. No unlocked keypad connector was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported the customer's insulin pump had no power. It was also reported the insulin pump was not responding. The customer's blood glucose was unknown. The customer also declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)